Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had been playing baseball and when returning home, he reported his ¿eyes hurt¿ and wanted to lie down. The parents checked his cgm which displayed 120 mg/dl; however, the patient became incoherent and was taken to the hospital. A bg was performed in the emergency department (ed) which was 30 mg/dl. The patient was treated with IV glucose, monitored, and released after his bg increased. At the time of report, the patient was doing well but was tired. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.